Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had "gas loss" alarm. There is no blood in the helium tubing and the patient is reported as stable. There was no harm or injury to the patient.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (medical device ¿ problem code. Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse performed full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.